Event description:
Reproter stated that there was one incident in which leakage was noted to be coming out of cuts found in tubing during prime of saline. It was confirmed with clinician that there was no patient or staff injury.